Event description:
It was reported that the 9900 system ac power alarm sounded when the printer jammed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The printer and isd board were replaced during the service call. The system was tested and found to be working as intended and put back into service.